Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "when collecting blood for the patient, the sleeve did not rebound. There was bleeding at the sleeve after the blood collection vessel was withdrawn."